Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that after the initial procedure, the patient presented with increased mitral regurgitation. It was reported that the index mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with grade 4. One clip (cds0701-xtw, 10427r110) was implanted successfully reducing mr to 1-2. On (B)(6) 2021, 30 day follow-up, the patient presented with shortness of breath and weak. Transthoracic echocardiography (tte) showed recurrent mr, but it could not be confirmed if there was a single leaflet device attachment (slda) or tissue damage. Patient is considering a transesophageal echocardiography (tee) and an additional mitraclip intervention. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported mitral regurgitation (mr) cannot be determined. The reported dyspnea and fatigue appear to be outcomes of the mr. The reported patient effects of mr, dyspnea, and fatigue are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.